Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the device was in excellent condition. During visual inspection, syringe and calibration verification testing, reported problem was duplicated. The root cause of the reported issue was found to be physical impact by customer; there was a broken tab on size pot that caused failed size calibration. Replaced keypad, support lens and replaced size pot. Performed power up process and device passed all the testing. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the display has crack syringe recognition error. No patient injury was reported.